Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was insufficient or incorrect reprocessing scope. In was noted, there was a brush passage restriction, an error 204, forceps passage restriction, low angulation, scratches, and a dent on the plastic distal end cover, the bending section glue had a crack, the insertion tube had multiple buckles, the light guide tube buckled and had surface scratches, and the plug unit gold pins had scratches and a dent. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a blocked channel error message and did not retroflex to 180 during reprocessing. Trouble shooting was performed. A different processor and different block were used all with the same error message. There were no other issues with the blocks or processor with other scopes. The scope was also re-brushed and flushed without any difficulties after the error message was received. There was no foreign material noted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the event was unable to be identified. It was confirmed that there was resistance in the forceps channel during the forceps passage test and brushing insertion test. Foreign matter was not confirmed. The event can be detected/prevented by following the instructions for use which state: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.